Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted approximately after implant duration of 3 months, due to unknown reasons. It was additionally reported that a second device, model #6900p, was explanted. Refer to MFR #6000002-2008-09492. No further details were provided. Information learned from implant patient surgery.